Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/25/2024, it was reported by a sales representative via (B)(4) that an ar-6480 dualwave¿ arthroscopy fluid management system had an issue. The pump outflow was wide open as if connected directly to the suction tubing. The outflow was set up properly, and the tubing was replaced. It was confirmed again that it was set up properly. The inflow was also running very high, and they replaced all the inflow tubing. This issue continued. The surgeon could only control these by closing the stop-cock on the scope sheath. The surgeon diligently controlled the stop-cock so the pressure did not affect the patient. There were no adverse events, and the procedure was completed as normal. This was discovered during a procedure on (B)(6)2024, with no reported patient harm. Additional information was received on 10/30/2024: this was discovered during an arthroscopic rotator cuff repair procedure on (B)(6)2024. The case was completed using the complaint pump. The arthrex tubing used was ar-6411, ar-6421, and ar-6430 with the complaint pump. There was no case delay reported. No adverse effects on the patient.

Manufacturer narrative:
The complaint allegation for the reported failure of an outflow malfunction is confirmed. The complaint allegation for the reported failure of an inflow malfunction is not confirmed. One unpackaged ar-6480 arthroscopy pump serial number: (B)(6) was received for investigation. The returned device was visually inspected and no problems were noted with the exterior of the device. The returned device was then assembled with ar-6411 and ar-6421 reduce pump tubing (lot numbers: 73511090 & 65708975, respectively) and ar-6430 outflow tubing lot number: 73002759. The pump was connected to the power and turned on. After selecting the default shoulder setting, the run button was pressed to start the machine. It was noticed that the outflow tubing was not working as intended. Further inspection noted that the door handle was loose and a pin was observed to fall out of the device. It was then noted that the handle of the door was damaged, notably where the pin was inserted. No further testing could be completed with the outflow tubing as the door would no longer remain shut due to the pin that fell out. The most likely cause for the reported failure can be attributed to misuse/mishandling due to the damage observed. The device information was read, and the total run time for the device was indicated to be 9 days, 16 hours, 23 minutes. Functional testing was continued for 10 minutes to evaluate the inflow functionality and no issues were observed during this time. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected. No problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected. No problem found. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 45 and 91, respectively. These results indicated no problem with pressures.